Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
The customer reported via phone call that she had blood glucose levels of 406 and 443 mg/dl on the day of the call. Blood glucose level at the time of the incident was 287 mg/dl. Blood glucose level at the time of the call was 423 mg/dl. During troubleshooting, the caller reported a bent cannula. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. The pump was used a liquid reservoir test and run a couple bolus then monitored for any bubbles anomaly. No air bubbles anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. No crack noted on the lcd window or on the lcd glass.